Event description:
It was reported, once the tray was opened it was noticed that the targeting arm was broken. Pt was in the operating room but no adverse consequence reported.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.